Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. When the farawave was inserted into the faradrive sheath, air bubble noted into the sheath. The farawave was removed and sheath was delicately flushed, but the valve was still leaking. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. When the the farawave was inserted into the faradrive sheath, air bubble noted into the sheath. The farawave was removed and sheath was delicately flushed, but the valve was still leaking. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. The reported event was confirmed.